Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The catheter and 6fr introducer sheath (competitor device) were returned for analysis. The catheter was returned separated into three segments. The proximal marker band and ~2.5cm of the catheter distal tip was found to be missing. The returned introducer sheath was flushed and water exited from the distal end. An in-house mandrel was then inserted into and through the introducer sheath without issue. The missing catheter segment was not within the introducer sheath and was not returned for analysis. The catheter segments were found to be stretched. The separated tubing material ends of the returned catheter exhibited with stretching and jagged edges. No other anomalies were observed. There was no evidence found of manufacturing defects. All products are 100% inspected for damages and irregularities during manufacture. Based on the device analysis and reported information, the report of catheter separation was confirmed. The broken ends of the catheter exhibited stretching and jagged edges, which indicate that the catheter separated when exceeding the tensile strength of the tubing material. The catheter proximal marker band and distal tip was not returned for analysis. Updated unique identifier and PMA / 510(k) number. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device is expected to be returned for analysis. A supplemental report will be submitted when the device analysis ahs been completed.

Event description:
Medtronic received report that upon retrieval of the micromiwe catheter, it broke in two pieces and the proximal marker was reported to have been lost. The procedure was not completed as a result of this event. The treating vessel was the right popliteal artery. The anatomy was moderate in tortuosity. There was chronic total occlusion (100%) of the treating vessel. Artery diameter was 4-5mm and the length was 60mm. The patient was reported as being asymptomatic. Ancillary devices: terumo radiofucus introducer 2 - 6f - rf+c60n10nr.